Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the emergency room after a device alert. The lead exhibited externalized conductors and noise on both near and far field channels. The lead was capped and replaced. The patient was stable.